Event description:
It was reported that a burr became stuck in the lesion. Vascular access was obtained via the femoral artery. The 90% stenosed, 30mm in length, 2.25-2.5mm vessel diameter, eccentric target lesion was located in the moderately calcified mid left anterior descending (lad) artery. A 1.25mm rotalink¿ plus was advanced to treat the lesion. After the first run, a leak was noted from the connecting hose of the dynaglide foot pedal to the console. During the second run, the burr became stuck in the lesion. The physician tried to re-wire and cross with a small balloon but failed. After 45 minutes of trying to withdraw the burr, the patient was sent for surgery to remove the burr. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).